Event description:
The physician reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover cracked. The crack prevented a boston stent from exiting the distal end. After trying to insert the stent into pancreatic duct, but not succeeding, the physician took the endoscope out of the patient and noted that distal tip had partially ruptured and partially slipped off (the cap was still at the end of the endoscope, but partially off). After this discovery, a new distal cover was placed and the procedure was completed using the same scope. The procedure time doubled, about 30 minutes in all. The procedure was changed from pancreatic stenting to pseudocyst gastrostomy stenting once the area was visualized. The procedure was completed with no further consequences to the patient. The patient did not experience any post-op fever or pancreatitis. Prior to the procedure, the distal cover had been placed by the cleaning/disinfection/sterilization (cds) person, who had not received the training on the proper method for applying the distal cover. The physician did not thoroughly check the distal cover placement before the procedure. The physician looked at the distal cap, and it appeared ok. The physician did not touch it to ensure it was applied correctly. The endoscope used was repaired by 3rd party. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-23125 used in the procedure.

Manufacturer narrative:
Additional concomitant device used: pigtail plastic stent 10fr, boston advantix correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover attached correctly according to the instruction manual, the distal cover will not be detached. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. According to the information provided, the state of attachment to the scope was visually checked before use, but it was not checked by touching it. In addition, when the scope was removed, the distal cover was cracked and was about to come off the scope. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, it is said that the distal cover was easily removed from the scope due to the following causes, and the position of the distal cover gradually shifted during use and blocked the exit of the forceps channel, so that the stent did not slip off. Anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. According to the information provided, the state of attachment to the scope was visually checked before use, but it was not checked by touching it. In addition, when the scope was removed, the distal cover was cracked and was about to come off the scope. Based on the results of the investigation, it is said that the distal cover was easily removed from the scope due to the following causes, and the position of the distal cover gradually shifted during use and blocked the exit of the forceps channel, so that the stent did not slip off: - anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. - the cover was easily removed from the scope due to insufficient attachment to the scope. - when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As described in the instruction for use, 7.3 attaching the distal cover, make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.